Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulse field ablation, a faradrive steerable sheath clear was selected for use. After catheter insertion, continuous air was observed coming from the flush port during aspiration, along with both a fluid leak and visible air within the sheath. The device was replaced, and the procedure was completed without any patient complications. The device is expected to be returned for analysis.